Event description:
Information was received indicating that this ambulatory infusion pump was over infusing above the 6% tolerance permitted. This was found during accuracy testing. No adverse patient effects were reported.